Event description:
Customer alleged that note said nurse call not working. No injuries. Tech - bed flashing yellow wrench corresponding to error power supply low dc voltage. Replaced dead batteries & a defective power supply. Bed ok.